Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-29042019-0000420692 submitted for adverse event which occurred on (B)(6) 2017.  Mwr-29042019-0000420693 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted that he spent an hour taking down adhesions form the existing mesh, which was removed from the posterior rectus sheaths. It was reported that the patient underwent an incision and drainage of deep abdominal wall abscess on (B)(6) 2017 during which the surgeon noted the previously placed mesh was encountered, incised and divided, which opened up a collection of pus that was evacuated. It was reported that the patient underwent a pulse lavage of an abdominal wound on (B)(6) 2017. It was reported that the patient experienced severe pain, nausea, infection, abscess, recurrence, dense adhesions, scarring, disfigurement, loss of appetite, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2009 which is captured in separate file. No additional information was provided.